Event description:
Study pt. Device malfunction: failure to advance, unable to cover entire lesion, symptoms/ae: hypotension, time of symptoms/ae: during procedure after post-dilatation. It was reported that during an acculink stenting procedure in the right internal carotid artery, the stent delivery system would not advance past the completely calcified, occluded lesion but stopped at the ostium, due to anatomical conditions and lesion characteristics. The stent was deployed at the ostium (target site), but only covered 90% of the lesion. A second acculink was implanted overlapping the first stent to cover the remaining 10% of the lesion. Following post-dilatation, the patient developed hypotension that resolved three days later after treatment with dopamine, prolonging hospitalization. No additional information is available.

Manufacturer narrative:
The lhr for this product was not reviewed because the product was not returned to avs for analysis and the lot number was not reported.